Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable iron gen.2 results for 1 patient sample on a cobas integra 400 plus analyzer. The initial result was: 0.7 g/dl and the repeated result was 0.3 g/dl. The sample was repeated on a cobas 6000 module and the result was 14 g/dl. The results were not reported outside of the laboratory. The reagent lot number is 478825 with an expiration date of 31-may-2021.

Manufacturer narrative:
The data for the measurements at the time of the event could not be provided. The qc measurements reported are within range and the calibrations are recent and valid.the field service representative found that the installed iron cassette, used for the measurements, looked bent or twisted out of shape. This evidence indicates that the reagent containers were misaligned. Due to the misalignment, no reagent was aspirated, which caused the observed low and null results for iron.